Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. It was reported that reseating cabling restored functionality. The navigation system then passed the system checkout and was found to be fully functional. Information references the main component of the system. Other relevant device(s) are: product ID: 9 735825, serial/lot #: -, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the electromagnetic navigation of the navigation system was not functional. There was no patient present when this issue was identified. Additional information was received. It was reported that the electromagnetic interface led's were not illuminated and reseating the cabling restored functionality.